Event description:
It was reported that clinician contacted arrow clinical support advising they had a suspect balloon ruptured. Pt had been transferred to their facility and length of time iab was in use was unk. Additional information reported by arrow sales rep indicated that pt was restless and had "bolted" in bed. There were no reported pt complications.

Event description:
It was reported that clinician contacted clinical support advising they had a suspected balloon ruture. Patient had been transferred to their facility and length of time iab was in use was unknown. Additional information reported by arrow sales rep indicates that patient was restless and had "bolted" in bed. There were no reported patient complication.